Event description:
Event description boston scientific received information that pre-implant, this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.66 v.